Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer acknowledged and understood.